Event description:
Customer uses product to hold insulin infusion set, places iv300 on skin, inserts needle through dressing, no additional dressing used. Dressing not adhering well, infusion set dislodges and blood sugar increased.